Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer stated that insulin pump error alarm recurred after a battery change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
On (B)(6) 2021 customer returned pump for an alleged a21 alarm. Pump passed the displacement test, self test and a21 alarm test. No unexpected a21 alarm anomaly noted. Pump history download using thds was successful. However, there is no a21 alarm data in history file on ((B)(6) 2021). The test p-cap/reservoir does lock into place. The following were noted during visual inspection: cracked reservoir tube lip, cracked battery tube threads, broken belt clip slot, stained address/serial number label, cracked case at reservoir tube window corner. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump passed all required test. No unexpected a21 alarm anomaly noted during testing. (Not confirmed). This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.